Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 51 mg/dl. The customer's current blood glucose 63 mg/dl. The customer was treated with food and glucose tablets. Troubleshooting was done for high blood glucose and under delivery, however, declined further troubleshooting. The customer was customer wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.